Event description:
It was reported that the patient was not able to adjust stimulation. They were seeing a ¿call your doctor¿ icon and there was a power on reset (por) condition. The por code was 0x200. Since the patient couldn¿t adjust their stimulation until the por was cleared they had increased pain. The cause of the por was not determined and the por was cleared on (B)(6). The patient noted that their new programs felt better after the por was cleared.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2011, product type: recharger. (B)(4).